Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasalpharyngeal swab. Repeat testing was not performed. Confirmation testing ws performed with nasalpharyngeal swab with roche liat on (B)(6) 2021 with negative results. Influenza a & b, plus covid-19 pcr. The customer stated the patient was asymptomatic. Patient was tested for , admitted for kidney stones. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Related MFR. Report #s 1221359-2021-01745, 1221359-2021-01746, 1221359-2021-01747, 1221359-2021-01748, 1221359-2021-01750

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m139290 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1019819. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m136178 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.